Event description:
It was reported that the right ventricular lead dislodged. The lead was attempted to be repositioned but was unsuccessful. The lead was explanted and replaced. There were no patient consequences.